Event description:
A report was received that the patient's ipg was tilted in the pocket and was causing charging difficulties. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg was tilted in the pocket and was causing charging difficulties. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg was tilted in the pocket and was causing charging difficulties. The patient will undergo a pocket revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to the ipg being tilted in the pocket. The patient was reportedly doing well following the procedure.